Event description:
It was reported that during an implant procedure, the atrial lead could not be connected to the pacemaker (pm). The physician elected to not used the pm. Finally, the same atrial lead was connected to the new pm successfully. The patient was stable throughout the procedure.